Event description:
It was reported that the operator could not determine if the system 6800 was on or off, due to intermittent light in the main power switch. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the power switch had an intermittent connection. The switch was replaced. The system was tested and found to be working as intended and placed back into service.